Event description:
The information provided to sjm indicated a 6f pacel bipolar pacing catheter was selected for use. Allegedly, the removal of this lead caused ventricular tamponade. Additional information has been requested.

Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.